Manufacturer narrative:
Additional device information/serial number remains unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient lost stimulation and the ability to communicate with their ipg using their programming device due to it becoming inoperable. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.